Event description:
It was reported that the patient came in for her initial activation on (B) (6) 2009. The patient's audiologist was only able to get auditory perception on channels 1-3 and charge levels were around 30 on those channels. For the rest of the array, the patient experienced facial stimulation, but no auditory perception. It was recommended to take an x-ray to confirm proper positioning of the implant. All implant check testing was normal and the surgeon reported a full insertion at the time of surgery. A post-op x-ray didn't look quite right, so a CT scan was scheduled. The results of the CT scan showed that only two electrodes were in the cochlear. The patient is to undergo revision surgery on (B) (6) 2009.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.